Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and that it has performed to specification up to september 2012. The data obtained from the device showed evidence that the device was switching itself on between 09/29/2012 and 10/18/2012. During this period, the software version was changed from 3.0.6 to 3.2.0. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-paks (battery). The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.